Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. : device not returned to MFR. Pending.

Event description:
Int'l. (B)(6) complaint received reporting air in the lines with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry into line". There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: one (1) used d1000 tego connector was. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damages where the silicone seal was torn above the thread post. Engineering testing and analysis of the returned tego connector to the applicable product specifications was performed. The results recorded no leakages, passed the acceptance criteria. However, due to the tego component top seal damages, high pressure testing could not be performed. The tego connector was than disassembled and the internal componentry evaluated. The report noted the characteristics of the component damages (seal tears near the top rim and adjacent to the thread posts ) were consistent with damages that can occur with incorrect techniques/usage conditions (overtightening and continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting air in the lines with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports 09/06 during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry into line". There were no reported adverse patient consequences. This is the mfrs. Follow up report to provide additional information and device return investigation findings.